Manufacturer narrative:
The customer called into olympus to report his event. During the call, the customer reported the lighting image issue. The customer went on to state that he was ultimately able to get the subject device partially functional by manipulating the cables. However, as stated, he opted to use another device to complete each procedure. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his visera elite ii video system center stopped working properly during a diagnostic procedure. According to the initial reporter, when connecting the camera to the cold light source, the light does not work. Reportedly, to complete the procedure, another device was required. The customer also noted that this event occurred during 5 different procedures. The customer confirmed that all procedures followed the same pattern mentioned above and had no patient harm. This report is 4 of 5, the other 4 reports are captured under patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the light issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was a delay in procedure, increased anesthesia time, more drugs used, and increased time of exposure to infections.